Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "swelling of lymph nodes under the arm".

Event description:
Patient representative reported left side breast pain (throbbing and aching), emotional distress, asymmetry, and swelling of lymph nodes under the arm. The device has been explanted and replaced.